Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision procedure as the device had inflation issues. During surgery, a tubing kink was confirmed. The cylinders and pump were removed, replaced, and connected to the existing reservoir. No patient complications were reported.